Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the device was implanted via v-p shunt on (B)(6) 2005 to the patient ((B)(6)). The initial setting pressure was 80mmh2o. In (B)(6) 2014, since it was found by the CT scan that the patient had a cyst and ventricular reduction, the surgeon tried to change the setting pressure but could not. Also, it was noted that the abdominal catheter fell off. On (B)(6) 2014, the revision surgery was conducted and the device was replaced by the same new product at 180mmh2o. After removal of the valve, it was confirmed that the stepping motor was dislodged from the base plate. The setting pressure of the removed valve is unknown.

Manufacturer narrative:
Upon completion of the investigation it was noted that during the visual examination of the valve, it revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing was cracked and had an imprint mark from the cam mechanism, which may have been caused from some form of impact to the device. It also appears that the cam mechanism was also damaged, from what appears to be some form of impact. This however could not be confirmed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4)